Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted. On (B)(6) 2024, the patient's child said that they needed to call paramedics. The cgm was reading 74 mg/dl and the blood glucose reading was 37 mg/dl. The call was reportedly disconnected before any details could be gathered. Attempts to contact the reporter for more information were reportedly unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.